Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced increased insulin doses for the normal dinner meal announcement after repeatedly selecting ¿more than dinner,¿ which led to a subsequent increase in usual dinner dosing and an episode of hypoglycemia managed at home. Symptoms included low blood glucose to 60 mg/dl without loss of consciousness or other acute sequelae. Outcomes included brief hypoglycemia lasting approximately 15¿20 minutes, self-treated with oral glucose tablets, with no medical intervention, hospitalization, or ketone testing. Investigation included review of device reports and meal announcement history along with user education and troubleshooting. Investigation of this case revealed that repeated ¿more than dinner¿ announcements led the system to adjust meal insulin upward, contributing to the low glucose event; the user plans to discontinue ¿more than dinner¿ announcements and monitor. It was concluded, based on previously established findings for similar reports, that user-input meal announcement behavior was the most likely cause.